Manufacturer narrative:
With all the available information, boston scientific concludes that reported crack in the pump connecting tube was confirmed. In addition, a fluid leak and bulge were identified in the cylinders. Review of the manufacturing documentation confirmed the device met all specifications. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinders were visually inspected, leak tested and examined using a microscope. Both cylinders had wear at folds in the cylinder bodies. The kink resistant tubing (krt) of both cylinders were fatigued and worn down to the filament. Cylinder 1 has a hole which led to a leak in the proximal cylinder body that was the result of a sharp instrument damage which probably occurred during the explant surgery. Due to this damage being consistent with explant surgery it will be considered a secondary failure. Cylinder 2 has an excess air between the inner and outer tubes when inflated with syringe; bulging was present. Both cylinders were not pressure test due to leak and bulge were identified. The identified of bulge in the cylinder could affect the functionality of the device. The pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump krt was worn down to the filament. The pump passed all tests performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and a crack in the pump connecting tube to one of the cylinders was identified, resulting in saline leakage. The pump and the cylinder were replaced. The cause of the tube crack was not disclosed in detail by the hospital. The patient had a stable outcome.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because his inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and a crack in the pump connecting tube to one of the cylinders was identified, resulting in saline leakage. The pump and the cylinder were replaced. The cause of the tube crack was not disclosed in detail by the hospital. The patient had a stable outcome.